Manufacturer narrative:
Duraseal exact spine sealant system 5ml us box of 5 (206520) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause is undetermined, and the complaint was able to be confirmed with the information and pictures available. A DHR review and trending were performed as part of the evaluation, and proper finished good testing was performed prior to release as indicated in the DHR. Product was not received for analysis and the investigation could not confirm the complaint. Per the dfmea, potential causes of failure include: performance [swelling, in-vitro hydrolysis - disappearance, biocompatibility, packaging performance [packaging integrity], sterilization [system and kit]. The risk remains acceptable per the risk analysis. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This report is 1 of 2 linked to mfg report number 3003418325-2024-00004: a facility reported that during an unspecified surgery it was discovered that duraseal exact spine sealant system 5ml us box of 5 (206520) came with the bottle almost without "powder vial" to prepare (lot# 60474163). When looking for another product in their warehouse, they found that several units were solidified (lot# 60503112). There was no patient injury and surgical delay is unknown.

Manufacturer narrative:
Additional information received stated as follows: "about the units of lot 60503112, there are 7." Investigation findings: the duraseal exact spine sealant ((B)(6)) was not returned and only a picture was provided; as such, evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause is undetermined, and the complaint was able to be confirmed with the information and pictures available. Per the dfmea, potential causes of failure include: performance [swelling, in-vitro hydrolysis - disappearance, biocompatibility, packaging performance [packaging integrity], sterilization [system and kit]. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.